Event description:
It was reported that revision surgery was performed due to pain and discomfort experienced for one year.

Event description:
It was reported that revision surgery is scheduled to be performed.